Event description:
A report was received that patient had some irritation in his rib. The patient underwent a revision procedure wherein the ipg was moved and the pocket site was relocated. The patient was doing well postoperatively.